Event description:
It was reported that patient had this larger pump replaced with smaller pump. Patient always bumped into things and the larger pump stuck out from his slender body and he would bump it on corners and was hitting it all the time. Patient was never bleeding but did have bruising; it was stated the pump was replaced because he thought it would be a better fit. Additional information received later indicated that patient's intrathecal therapy began in 2009 and was managed by another healthcare provider (hcp) until (B)(6) 2011. Per hcp there was no pump malposition or placement issues. Drugs in the pump in (B)(6) 2011 at the time of the reported event were noted as dilaudid and bupivacaine. Along with bruising patient also had discomfort. Patient was noted to be doing better, however still had bruising at the pump site .

Manufacturer narrative:
(B)(4). Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).